Event description:
On (B)(6) 2010, patient reported the rubber stopper became stuck on the piston rod during the cartridge change and piston rod will not rewind all the way. Patient stated, the black top hat on the piston rod has disconnected itself from the piston rod. Patient reported, the rubber stopper remains inside of the empty insulin cartridge. Patient stated insulin was not spilled inside of the cartridge compartment. Patient reported, the piston rod only retracts 2/3 of the way down and continues to spin. Advised patient to change the battery. Patient inserted a new battery, attempted to retract the piston, and the piston rod continued to spin. Advised patient to switch to alternate insulin therapy. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.